Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a unknown side possible deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on the valve bond edge and white particles in the shell. A leak test and microscopic analysis was performed which identified, a sharp opening on the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional initially reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, g1, h6.

Event description:
Healthcare professional noted right side device removal due to deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.4., d6b., g.2., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.